Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor and a manufacturer representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins). It was reported that this is a warranty exchange for a patient, related to a lawsuit under protection by the judge. The patient was implanted on (B)(6) 2019 with a rechargeable spinal cord neurostimulator system. The system only presented a problem with the charging antenna in (B)(6) 2024. Even after the warranty period on the product has expired (1 year), the distributor, together with the neurosurgeon, maintained the availability of refills at the healthcare provider¿s (hcp) office. The technicians had an appointment with the neurosurgeon every tuesday, from 8 am to 12 pm at the hospital. The patient has attended these appointments, and they had maintained the refills for him, free of charge. A couple reps were already aware of what happened, along with the legal representatives of the distributor company. For diagnostics/troubleshooting and actions taken to resolve the issue, monitoring and provision of support with recurring recharges was noted. The issue was not resolved at the time of the report. It was noted that surgical intervention occurred, but that it was noted earlier in the report (so it was understood that this was referring to the initial implant in 2019). The patient was alive with no injury at the time of the report. A rep provided a letter stating that during technical analysis of the system, wear of the antenna wire was identified due to natural deterioration due to daily use (a worn cord was also noted from an image provided), which can make the recharge procedure time-consuming or sometimes impossible. The charging system is guaranteed against defects for 1 year. Medtronic neurostimulation devices contain rechargeable batteries that "do not continuity of its use and recharges over time, causes life-related damage useful device", which can lead to total battery drain. They suggested changing the system of recharging by another compatible one. Additional information was received from a distributor. It was reported that the charger started to overheat while charging. The antenna was heating up, "but neither party informed him of any message". The patient filed a lawsuit against both the distributor and medtronic regarding the problem. It was noted that the problem reportedly occurred after the charger's warranty period, but the distributor continued to provide full support to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), g2. Foreign: brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.